Event description:
It was reported to tyco healthcare/kendall on november 15, 2006, that a customer had a problem with a foley catheter. The customer stated the kit was used by a homecare pt; 2 days after they started to use the kit, a family member found the catheter cut in half. The tip of the catheter is believed to remain in the pt's body, and is scheduled to be surgically removed in 2006.

Manufacturer narrative:
A thorough f/u investigation will be conducted and add'l info provided upon its completion.